Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had an implant and they are trying to figure out when they had the devices explanted. Patient stated they have a revision on (B)(6) 2020 but they don't have explant information. Patient reported the device was removed around (B)(6) 2024 because it was causing him major pain. Agent asked clarifying questions. The patient was redirected to their healthcare provider to further assistance.